Event description:
It has been reported that device speakers are not functioning properly.

Manufacturer narrative:
Updated device problem coding to better match the reported problem.

Manufacturer narrative:
Updated device problem coding to better match the reported problem.